Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. Note: the device was not used per the IFU. It was reported that the run time for the device was 21 minutes. There is a note in the IFU regarding run time: "the jetstream g3 catheter use time should not exceed 10 minutes. Monitor the timer on the pv console and use a second device if add'l treatment is required."

Event description:
The jetstream g3 was advanced to treat two lesions, one located in the superficial femoral artery (sfa), the other one located in the popliteal. The device was utilized for 21 minutes of runtime requiring 1.4 litres of saline. Following closure and transport of the pt to recovery, the pt began complaining of chest pain and shortness of breath. An x-ray was taken and concluded that the pt was suffering from acute heart failure due to pulmonary edema - believed that to be from the fluid load from the jetstream and the peripheral IV line. Lasix was used in order to manage to take off enough fluids. The pt was still in the hospital two days later awaiting a coronary catheter procedure due to suspicion of myocardial infarction (mi) secondary to the acute heart failure episode.